Event description:
Event description guidant received information that this ventricular lead was repositioned due to poor sensing and high capture thresholds found at the pre-discharge pacing system check. Two months post-implant, the lead was suspected to have microdislodged and pacing outputs and device sensitivity programming was adjusted accordingly. Subsequently, one month later this patient presented to the emergency room and the lead displayed loss of capture, despite maximum pacing outputs in both unipolar and bipolar configuration. Chest x-ray at this time revealed lead dislodgement. The lead was replaced with a competitor's lead and returned for analysis.